Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the physician inadvertently cut the right ventricular (rv) lead while attempting to fashion a pin plug for the implantable cardioverter defibrillator. Due to the lead being cut, high impedance and fracture were observed on the rv lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.